Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to hyperglycemia. The customer's blood glucose level was 400 mg/dl at the time of hospitalization. The customer¿s current blood glucose was 101 mg/dl. The customer was in the emergency room because as they could not get the sugar to go down. The customer had abdominal pain and vomiting. The customer reported that they do not feel okay for troubleshooting. Later, the blood glucose decreased to 70 mg/dl. The customer declined to perform a carelink upload. The customer was not able to rewind the insulin pump. The insulin pump will not be returned for analysis.